Event description:
It was reported that the markers were not aligned with the electrogram. The patient experienced syncope and the physician suspected a pulse generator malfunction. The device remained implanted.

Manufacturer narrative:
No medwatch form was received.